Event description:
It was reported to boston scientific corporation that a prefyx prepubic sling system was used during a procedure on (B)(6), 2009.according to the complainant, the patient experienced continued urinary incontinence, pain, and dyspareunia post procedure.all other information is unknown and reportedly unavailable.